Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the 2nd or 3rd with green reload the motor sounded like it was struggle. After the device was removed from the patient it was noticed that on the remnant side there were malformed staples. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd or 3rd firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black for the 1st firing. Was buttressing material utilized? Yes. If so, which product? Gore seam guard. Was the instrument fired across or near an existing staple line or clip? Yes, staples. Were any unexpected noises heard? Motor struggling. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one device was returned in good visual condition and with a cartridge reload present. Upon evaluation of the cartridge, the right side was fully fired; however, on the left side only a staple row was properly deployed. Furthermore, the one piece sled and the drivers of the two staple rows on the left side were damaged. In addition, the cartridge was notice damaged at the knife slot area. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties noted during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.